Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an alarm log review. The assignable cause was undetermined. The therapy and event logs were not available for this therapy and a cause cannot be determined from the available information. If any additional information is received, a follow-up will be sent.

Event description:
A high drain error 107 (night drain #7) alarm was identified in the alarm log of a returned homechoice device. The alarm occurred on (B)(6) 2012 16:31:00. This information meets iipv criteria. No additional information is available.